Event description:
The pt got a venous thrombosis in the arm 10 days after he got his PICC line. Pt still has the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review showed two other similar product complaint file(s) from this lot. ((B)(4)).